Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't stay connected to electrode belt) has been confirmed. Upon investigation the mounting bracket for the belt connector assembly was cracked, which allowed the monitor's electrode belt connector to be pulled from the monitor casing. This prevented the monitor from securely connecting to an electrode belt. The root cause for the damaged monitor-electrode belt connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged connector. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called a zoll patient service representative (psr) to report that his electrode belt would not stay connected to his monitor. The patient was issued a replacement monitor.